Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer's blood glucose was 160 mg/dl. The customer stated that she had been floating on the lake but noted that she was not in the water. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unit with blank display due to moisture on electronic assembly. The insulin pump was unable to test for button error alarm due to blank display. The insulin pump had moisture damage noted on motor assembly and vibrator motor. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.